Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3057, lot# vaijof0, implanted: explanted: product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the lead being pulled out was supposedly due to coughing. It was reported that stage 2 trial was done. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient thought their leads were pulled as they no longer felt stimulation on either side. Patient stated this happened when they had a coughing fit and vomiting the night before the report. No further complications were reported.